Event description:
Per the clinic, the patient experienced an episode of meningitis on (B)(6) 2022. The recipient is currently hospitalised and being treated with IV antibiotics. The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of severe hearing loss after meningitis due to streptococcus pneumoniae. There were no reported craniofacial malformations, nor basilar skull fractures. The patient did not receive pre-implant immunizations. The meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis.

Manufacturer narrative:
This report is submitted on february 25, 2022.